Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established. Review of the submitted log files confirmed low flow alarms consistent with the report of multiple cardiac arrests. The patient ultimately passed away due to cardiogenic shock on (B)(6) 2024. The patient's death was not considered to be device related, and the device operated as expected. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was status post multiple cardiac arrests. The cause for cardiac arrest was likely underlying cardiac issues and poor perfusion, not as a result of left ventricular assist device (lvad) performance or issues. The patient was revived and critically ill in the cardiovascular intensive care unit (cvicu). Log files were submitted for review and captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The low-speed advisories were due to the set speed being adjusted below the low-speed limit. The patient was unresponsive from the very first low flow alarm that was first reported and was likely in lethal cardiac rhythm at the time of the initial 911 call. The patient was found to be in ventricular fibrillation as well as torsades in the first emergency department. The low flow alarms did resolve when the patient was successfully defibrillated out of lethal rhythms and their mean arterial pressure (map) was increased back to the target goal. The patient passed away due to cardiogenic shock on (B)(6) 2024. The patient's death was in no way considered to be device related and the device operated as expected. The log files that were able to be obtained showed that the patient did not have any alarms until likely a lethal rhythm was occurring and caused the cardiac arrest. The device was no longer available for return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.